Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) level (454 mg/dl). The customer delivered a correction bolus to manage bg level. Reportedly the customer stated that the cause of the high bg was due to not eating during the normal schedule.